Event description:
Caller reports she purchased the true metrix air device and read and followed all the instructions. However, she could not get a reading. Caller alleges this happened 10 times and she kept on getting different error messages. She is not sure if it is the device or the strips. Caller advised she reported the issue to the manufacturer, and they were not helpful telling her she did not use enough blood sample. Caller believes the true metrix air system is defective and she has read several other users have had similar issues with the device. Caller thinks manufacturers are ripping them off and these devices needed to be of great quality. She is worried someone can potentially over treat or under treat due to inaccurate reading or error reading from the device and it could be fatal. Caller wants the FDA to evaluate the device as it¿s a medical necessity for diabetics. She paid (B)(6) for the device which includes the system and strips and would like a refund to be able to buy a different device. Caller advised the customer service department is not helping patients like her and they blame device errors on the patient.